Event description:
The physician attempted closure of the arteriotomy with a techstar xl 6fr device. When attempting to deploy the needles, the device fractured and both needles became lodged in the subcutaneous tissue. The pt was taken to surgery for device removal and closure of the arteriotomy with no further incident.